Event description:
It was reported that the customer experienced a malfunction alarm on their pump with a malfunction code malf 9, and there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the malfunction code recurs, which the customer understood and acknowledged.